Event description:
Complainant alleged that the medics were monitoring an 81 year old female patient suffering from a myocardial infarction. The patient then went into ventricular fibrillation, and the medics then attempted to defibrillate the patient (joule setting unknown), but the device would not charge. The device displayed an "ECG lead off" message on the display screen. The medics were able to obtain another device to defibrillate the patient. The complainant indicated that the patient subsequently expired. But that the patient outcome was not as a result of the reported malfunction.